Manufacturer narrative:
Device evaluation: one cadd solis pump was returned for investigation in used condition. A review of the event history log evidenced the following: on (B)(6) 2020 12:51:15 pm high alarm displayed: downstream occlusion. The pump failed the general functional tests. In addition the error code 46002 emerged during testing. This indicated that the pump was out of calibration. This error was showing because the main board and dso were inoperable. The customer reported product problem (failed dso, and pump alarming below 8 psi) was confirmed during the investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The main board and dso sensor were replaced. The pump also underwent standard preventative maintenance.

Event description:
It was reported that the device did not meet with downstream occlusion sensor specifications (below 8 psi). No patient involvement reported.